Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports that during endonasal surgery (bilateral ethmoidectomy and septoplasty) one of the jaws of the forceps broke in the nasal cavity. The broken part was found under video endoscopy. On (B)(6) 2015, they removed the broken part with the help of the video endoscopy. No consequence to pt, no injury.

Manufacturer narrative:
On 9/9/15 integra investigation completed. Method failure analysis, device history evaluation. Results: failure analysis - a jaw is broken. The instrument has been used since 10 years. No evidence of service nor repair by integra microfrance has been recorded. It was also highlighted that the instrument is not conform to original specifications and has been modified by a third party / the jaws are sharp and slim and the body is polished. Device history evaluation - no nonconformity for this lot. Conclusion: the wear out of the instrument as well as the modification highlighted have likely weakened the instrument and led to the reported event.